Manufacturer narrative:
Lot 1657 was not previously identified as part of the ongoing voluntary recall. However, this new complaint aligns with the same failure mode described in CAPA-2025-01. Given the recurrence of this issue in a lot that was previously inspected, we are treating this as a significant event. Carefree will initiate a voluntary notification and recall for lot 1657 as a proactive measure under CAPA-2025-04.

Event description:
Customer experienced a product failure with the kittner roll gauze and quarantined the affected package. They had 1 pk that only had 4 ea. Lot# 1657. Or materials team has already checked our shelves for any additional product, which was not identified. Product is available for return.